Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, ¿needle disengaged, the luer lock came off, and the product was lost.¿ patient contact was made. No injury to the patient or injector. The packaged needle was used and it was tightened by hand.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened tray with cap and without needle. No defect observed."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, ¿needle disengaged, the luer lock came off, and the product was lost.¿ patient contact was made. No injury to the patient or injector. The packaged needle was used and it was tightened by hand.